Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with the user noting that dinner was not especially carbohydrate heavy and that a cold might be developing; education was provided that intercurrent illness can affect glucose levels, and no device alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued device use. Investigation included troubleshooting and education with follow-up planned to reassess glucose levels. Investigation of this case revealed no device malfunction or alarm activity and no specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.